Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele, rectocele and stress urinary incontinence. It was reported that after an anterior/posterior repair transobturator tape procedure where this device was implanted, the patient experienced dysuria, foul smelling urine, stress urinary incontinence, grade I cystocele and rectocele. The procedure also involved placement of intexen as a posterior graft.